Event description:
It was reported that the autopulse platform displayed user advisory (ua) 45 - not at "home" position after power-on/restart even though counter is at 00000. No pt involvement reported. No further info provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and the following damages were noted: black cover and yellow bumper were damaged and 2 head restraints were split/cracked. Internal blood contamination was also noted during visual inspection of the device. Functional testing was performed and the unit met requirements, including verification of continuous compressions. A review of the archive confirmed user advisory 45 (not at home position after power-on/restart) faults were encountered by the customer on (B)(6) 2013 (reported date of the complaint event) and on (B)(6) 2013 thus confirming the reported complaint. The ua 45 fault is known to be caused by the user not pulling the lifeband straps completely out prior to turning on or during use prior to a restart. However, based on the evaluation results and information available, a definitive cause for this failure could not be determined.

Manufacturer narrative:
Zoll circulation has not rec'd the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.